Event description:
Recall of ohmeda giraffe omnibed infant warmer/incubator. The above ge giraffe omnibed infant incubator/warmer was purchased refurbished from (B)(6) with delivery on (B)(6) 2019. We received from them a recall notice as follows: quality assurance advisory, (qaa): no. 2019-12-19-010 referencing ge healthcare: class I recall-due to potential for infants to fall. Information states that there is not much difference in appearance of side rail being latched or unlatched, which could result in an infant fall. We are a school of nursing. Our bed is used for a newborn manikin only, not real infants. Therefore it is categorized on the qaa as non-serious type ii for our facility. Please advise of further things we need to do to get the latches fixed or labelled in order to completely remedy this recall. Thank you.